Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen intermittently failed to wake when the user pressed the button, requiring several minutes before the device responded, following a prior device replacement for a different error. Symptoms included no adverse physiological effects and no changes in blood glucose. Outcomes included no medical intervention and no interruption in therapy reported by the user. Investigation included remote troubleshooting and user education to monitor frequency and impact of the unresponsive screen behavior. Investigation of this case revealed an intermittent device user interface malfunction localized to the display/wake button interaction, with normal function resuming after a short delay and no alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending recurrence sufficient to justify further evaluation.